Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending artery. The 2.5x23 mm xience xpedition balloon deflation was somewhat slower and balloon removal is somewhat worse when compared to another device. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event and date of implant are estimates. 1:it is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.